Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a subclavian tavr procedure in the aortic position, the delivery system ¿broke¿ and would not inflate. It was also reported that during valve alignment in the ascending aorta, a "pop" sound had been heard. With the delivery system in the body, no issues could be seen therefore the team proceeded with the procedure. While rapid pacing the heart and trying to deploy the valve, the balloon would not inflate. The delivery system and valve had to be removed from the body. The intima of the subclavian artery was attached to the valve and was removed with the delivery system and valve upon removal. The patient received a surgical patch and the artery was repaired. The patient remained stable throughout and did not receive a sapien 3 valve.

Manufacturer narrative:
The delivery system and 3mensio report were returned to edwards lifesciences for evaluation. The 3mensio report showed the subclavian access used during the procedure was tortuous. The device underwent visual and dimensional testing. During visual inspection, a crimp balloon tear was observed proximal to the inflation to crimp balloon (I/c) bond with balloon wings flared out. Gouges were observed on the flex tip. The valve strut was observed to be bent back, which likely occurred during the withdrawal of delivery system. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. The complaint was confirmed by visual inspection. During dimensional testing, double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. During the manufacturing process, all delivery system undergo multiple 100% inspections. The delivery systems (including the crimp balloon and inflation balloon) are visually inspected and tested several times for the following: balloon visual and dimensional defects, balloon burst, crimp balloon final inspection and crimp balloon visual standard, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, balloon pleat, fold, & forming and final inspection. Additionally, the work orders undergoes product verification testing as a requirement for lot release. Lot samples are taken for testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint evens. Review of history for the lot revealed no additional complaints for ¿balloon ¿ torn¿. A review of complaint history from september 2017 to august 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. No manufacturing non-conformance's that would have contributed to the complaints were identified. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category of ¿damaged¿. The commander delivery system instructions for use (IFU), the system preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. The cer described a ¿pop¿ being heard during valve alignment; it is likely that this sound was the result of the crimp balloon tearing. It is therefore likely that the tear occurred during valve alignment. A review of the complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time, a definite root cause cannot be determined. However, available information suggests that patient/procedural factors contributed to the reported event. No manufacturing of IFU/labeling inadequacies were identified. A definitive root cause was unable to be determined, but it is possible that patient/procedural factors contributed to the reported event. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a risk assessment. In addition, to address the emerging trend in ic bond complaints, the existing CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.